Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the heart rate was noted to be between 60-69 beats per minute (bpm) and it was reported that the patient had advanced calcification of the native valve leaflets. A pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 16 millimeter (mm) balloon. After which, complete atrio-ventricular (av) block occurred with a heart rate between 40-49 bpm. A temporary pacemaker was placed with controlled pacing at a rate of 60 bpm. The valve was implanted with controlled pacing at 110 bpm. The temporary pacemaker was set with controlled pacing at 60 bpm and the patient was under observation. Three days following the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.